Event description:
It was reported that the subject device was foggy during reprocessing. There were no reports of patient involvement.

Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Manufacturer narrative:
This supplemental report is being submitted to provide the results of the final investigation and due to a correction required. Updated fields: d9, g3, g6, h2, h3, h4, h6 and h11. Corrected field: g2. The device was returned to olympus for inspection and the reported failure was confirmed. In addition, the following reportable malfunctions were identified during the device evaluation: had no image , low light transmission, fiber breakage, dents and bent on outer tube, debris under obj cover glass and multiple cuts on light guide cable. A root cause could not be identified. Based on the results of the investigation, it is likely the following led to the malfunction: the scope had no image due to low light transmission. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
No additional information received from customer.